Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature eol/rrt. The device exhibited vvi reset post- explant due to exposure to electrocautery.